Event description:
It was reported that the rate and output knobs on the external pulse generator were not adjusting. It was further noted that the bails and bail covers were broken. The generator was returned for service, as well as for annual test and calibration. It was indicated that there was no patient impact as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Atrial output knobs were not adjusting. Encoder flex is out of specification. Side bail covers, ring cover, side bails, and ring are missing. Upper and lower cases are broken. Lead flex cover, battery drawer, and battery flex are contaminated. Ring cover screw is missing and battery contacts are compressed.